Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick will shut down intermittently and that the joystick cord is wearing out.